Event description:
Mahurkar placed at the bedside and confirmed placement by x-ray. When crrt started, catheter's arterial lumen collapsed and twisted on itself. Rn attempted to unkink the catheter but crrt machine kept alarming. Provider then re-sutured mahurkar to improve patency of the catheter but when hooked up to crrt machine, arterial lumen kept collapsing and "sucking air". Provider now replacing catheter.